Manufacturer narrative:
A4 weight- correction a4 weight units- correction b5: describe event or problem - subsequent to the initial MDR, a correction is required. E1 initial reporter telephone number- correction due to a software issue regarding phone number format, the proper phone number cannot be listed in the field and will be corrected here in the h10 instead: (B)(6) h2 type of follow up: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.